Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had buttons are unresponsive. The customer¿s blood glucose was unknown. Customer stated that insulin pump was received random no delivery alarm. Customer reported that insulin pump screen had hairline crack on top left corner and bottom left of escape button all the way to the reservoir window. Customer stated that screen was scratched and foggy. The device will not be returned for analysis.